Event description:
The customer reported that the charge button failed during the opcheck.

Manufacturer narrative:
The customer reported that the charge button failed during the opcheck. The philips response center verified the opcheck was run correctly. A philips field service engineer evaluated the device. The symptom was verified. Replacing the therapy pca resolved the issue.